Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the loss of the patients implant. This event is being filed as an MDR as the patient lost an entire dental implant while an invisalign product was being used.

Event description:
The patient reported symptoms of root resorption and loss of implant #14 (upper left 1st molar). It is unknown if the patient required medical intervention due to the reported symptoms. It is unknown if the patient took or was prescribed any medications to alleviate the reported symptoms. It is unknown if the patient is still wearing aligners or how the patient is currently doing.